Event description:
It was reported that prior to use in the patients anatomy, after the protective sheath was removed without resistance or difficulty from a xience v stent delivery system (sds), the stent dislodged from the sds. The sds was set aside and two xience v stents were implanted as treatment. There was no patient involvement and no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgment was confirmed. The device was returned with the tip separated. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.